Event description:
Per the surgeon, the patient never received benefit from the device. A cholesteatoma developed around the electrode lead in the middle ear and the device was subsequently explanted on (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 3, 2014.